Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. An unknown lead malfunction was noted on an unknown lead. The device was explanted. No further information was provided.